Event description:
A nurse reported four pts exhibiting symptoms of toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. The surgeries occurred on three separate days and involved one surgeon. The pts' symptoms were described as more excessive than normal inflammation and fibrin coated iols that track back to the wound. In a follow-up, the nurse reported that symptoms were noted on the first postoperative day and fibrin was noted on the iol and tracking to the incision. She also reported the pt developed vitritis. She reported that although these symptoms resolved with treatment, the pt had "slight visual loss" and in the surgeon's opinion, it is unknown if the device caused/contributed to the event. There are four medical device reports associated with this event. This report is for the third pt.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A root cause could not be determined by the investigation. A completed questionnaire was received on 02/08/2012. (B)(4).